Event description:
It was reported that during an scs system (related manufacturer reference number 1627487-2022-05160, 1627487-2022-05159) revision on (B)(6) 2022, patient experienced headache due to csf leakage. The headache has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.